Event description:
It was reported that no urine flow was observed. Per email received from the ibc representative on 9-sept-19, there was no urine flow through the catheter.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The device was used for treatment but it was unknown if it was used for diagnosis, the device met specifications and was not influenced by the reported failure as the failure was unconfirmed. Visual evaluation of the sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted no visible defects. The drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) through the drainage eyes and solution flowed from the eyes to the funnel as intended. The drainage lumen was flushed from the funnel and solution flowed out of the drainage eyes as intended. A potential root cause could not be found since the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that no urine flow was observed. Per email received from the ibc representative on (B)(6) 2019, there was no urine flow through the catheter.